Event description:
On 1/18/2023, it was reported by an arthrex employee via email that an ar-1400tb bio-interference screw full thread, an ar-1588t acl tightrope, (3) ar-2324bcc-2 bio composite swivelock, (3) ar-4500 meniscal cinch, (4) ar-7200 fiberwire, and (2) ar-7237 fibertape were all implanted in the patient. This acl and ligament procedure took place on (B)(6) 2023. Patient developed an infection post operative and patient remains admitted to the hospital for treatment. No further information has been provided at this time.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Since the complaint device was not returned, a physical evaluation of the device was not performed. However, without the device being returned, photos, or any documentation provided, the reported event is not confirmed. The most likely cause of this failure is attributed to a patient's infection reaction.

Event description:
Additional information received on 5/15/2024: the patient has not undergone revision surgery, and no further information has been received regarding this incident.